Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The replacement transducer is in service with no further similar issues.

Event description:
A customer reported their c10-3v intracavity transducer had a hole in lens with electronic exposure. This probe is associated with the epiq elite ultrasound system. There was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem, and information has been provided to replace the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.